Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was implanted on (B)(6) 2011. The physician complained about a ventricular pause observed at the end of the implant procedure, just after suturing. Lead connection reportedly occurred at 14:13:09 that day (indeed, external ECG shows some noise). External ECG recorded at 14:37:47 shows a 3s pause. A ventricular burst episode recorded at 14:39:24 in the implant memory also shows a pause (2.5s) very likely related to the same event (sorin programmer and external ECG clocks were probably not synchronized, which could explain the time shift). Preliminary analysis showed that the transient noise pattern occurred at the end of the automatic detection of implantation and exhibited negative pulses with 125ms intervals.